Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a guidewire that uncoiled during the insertion process was confirmed. One powerpicc catheter kit was returned for evaluation. The outer packaging had been opened as well as the inner tray and all of the kit components were still present and appeared unused. The guidewire was partially removed from the hoop and what appeared to be a red residue was observed on the coil wire. The coil wire was stretched over the broken core wire. The outer coil wire was still tightly coiled 4 cm proximal to the distal tip and the inner wire was broken 3.8 cm proximal to the weld tip. A microscopic evaluation showed that the weld tip was still intact. The adjoining ends of the broken core exhibited necking or narrowing of the material at the break site, which indicates that the wire was subject to tensile (pulling) stress. Since the returned guidewire was uncoiled, the complaint was confirmed. In order to prevent damage to the guidewire, the supplemental instructions for use (IFU) states, ¿if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Event description:
It was reported that end of guide wire untied on insertion progress. Device not use for patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5324 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that end of guide wire untied on insertion progress. Device not use for patient.